Event description:
A 26mm x 15mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in 2001. The aortic neck size is unknown but was reported as "adequate" and the iliac vessels are without tortuosity or calcium. It is reported that the stent graft was successfully deployed, but the physician had difficulty removing the runners. The physician was able to successfully remove the runners and the delivery system by using a "pta" balloon to lock the device in place at the contralateral gate. Further info from the facility is unavailable. The pt was reported to be fine post procedure and there was no additional adverse clinical sequelae reported related to this event. The device was not returned for returned goods investigation.